Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
4315- intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The monopolar curved scissors (mcs) tip cover accessory was put on a mcs instrument and onto a system. The mcs tip cover accessory did not fall off of the instrument while on the system. Additionally, the mcs tip cover accessory was found to have tearing at the mouth on the distal end. The tears were axially aligned with the mcs tip cover accessory and measured from 0.134¿ to 0.157¿ in length. There were no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses.

Manufacturer narrative:
No results available since no evaluation performed. Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review was not conducted as no logs are available for the mcs tip cover accessory. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the mcs tip cover accessory fell inside the patient. The mcs tip cover accessory was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the issue to occur. Although there was no patient injury reported, if the issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory went missing. It was found and retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 26-aug-2020 and obtained the following additional information: the mcs tip cover accessory was installed with the installation tool and no electrolube was applied. The mcs tip cover accessory appeared to be properly installed and the orange surface of the mcs instrument was not visible. The mcs instrument was in use for 7 hours and the surgeon did not notice any issues with instrument functionality. The mcs instrument did not collide with any other instruments. The surgical staff did not feel any resistance upon removal of the mcs instrument through the cannula. The mcs tip cover accessory was retrieved. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. The procedure was not recorded on video. The mcs instrument is not available for return to isi for evaluation. There were no post-operative complications and no patient tests. The patient is (B)(6) years old, male, date of birth is (B)(6).